Event description:
It was reported that approximately two days after inserting the intra-aortic balloon (iab), the console generated a leak in iab circuit alarm. Blood was found in the tubing and the iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that approximately two days after inserting the intra-aortic balloon (iab), the console generated a leak in iab circuit alarm. Blood was found in the tubing and the iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Event description:
It was reported that approximately two days after inserting the intra-aortic balloon (iab), the console generated a leak in iab circuit alarm. Blood was found in the tubing and the iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. One kink was found on the catheter tubing approximately 56.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and three leaks were detected on the membrane approximately (2) 14.7cm and 15.2cm from the rear seal measuring 0.114cm in length. The reported problem was most likely triggered by the leak found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).